Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. It was reported that the device alarmed for a ventilator inoperable condition. During evaluation of the device, the alleged issue was confirmed. The flow sensor was determined to have caused the event. The ventilator inoperable condition was resolved by running the dedicated software and the flow sensor was replaced as a preventive action. Final testing of the device was performed, and the device was found to be operating properly.